Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, and the malfunction did not recur. Customer was advised that they could continue using the pump and to contact technical support if the malfunction happens again, which they acknowledged. No further action was needed.